Event description:
Pt was scheduled for infrarenal aorta to celiac artery bypass, endovascular thoracic and abdominal aortic arch aneurysm repair. Upon stent graft deployment, the stent was partially deployed distally. The proximal portion of the stent graft failed to deploy despite multiple attempts of pulling the releasing string. Multiple endovascular attempts to release the malfunctioned stent graft were unsuccessful. The procedure was converted to thoracoabdominal extrication of the malfunctioned aortic stent graft with cardiopulmonary bypass.